Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803201 ¿ cocr head ¿ 61864049; 00771100410 ¿ m/l taper stem ¿ 61870564; 00620205022 ¿ trabecular metal shell ¿ 61865815; 00625006525 ¿ bone screw ¿ 61801366; 00625006525 ¿ bone screw ¿ 61881602. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted once complete. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00216, 0001822565-2021-00550.

Event description:
It was reported that patient underwent a right hip revision approximately 7 years post implantation due to elevated metal ion levels, in-vivo implant corrosion, altr, necrosis, bone loss, pain, synovitis and pseudotumor. During the procedure, the locking ring did not move smoothly and was difficult to open for removal of the liner. The head, liner and locking ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.